Manufacturer narrative:
Reliability analysis evaluated 2 open/used reservoirs and inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump and performed pump manual prime. Fluid flowed through infusion set and out catheter tip. In conclusion, the reservoirs were not occluded.

Event description:
The customer reported via phone call that her blood glucose level went up to 512 mg/dl. She treated her blood glucose level with a manual injection. The infusion set had a bent cannula and the infusion set tubing detached. The customer was advised that the device would be replaced and agreed to return the product for analysis.